Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 25 mg/dl. The customer treated with four glucose tablets then her blood glucose became 50 mg/dl. Customer took four more glucose tablets and her blood glucose became 84 mg/dl . Customer¿s blood glucose level was 113 mg/dl at the time of the call. Customer states that she has been experiencing low blood glucose levels because she has been struggling after being diagnosed with diabetes. The customer was assisted with troubleshooting and found no issues. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.